Event description:
The manufacturer's service technician replaced the user interface and controller pcb boards during service to address the reported event. Applicable final testing was completed and passed to specifications.

Manufacturer narrative:
(B)(4)

Event description:
The international customer reported that the device failed while in use on a patient. The hospital ward sister reported the patient had breathing problems at the time of the reported event but the patient is now good and fully recovered. Attempts to obtain further information from the ward sister regarding the reported patient problem have been unsuccessful to date. Review of the device event log noted a failure of the interface processor during runtime checking, as well as a power on test (post) failure due to a processor timeout. The customer reported the device would not startup and was alarming with the post test failure displayed on the monitor. Service is currently being coordinated with the customer.